Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her blood glucose went up to 503 mg/dl. The customer came home from work, ate food, and did not bolus. Troubleshooting was declined for the insulin pump since the customer had already identified the cause of the high blood glucose event. The patient's blood glucose at the time of call was 140 mg/dl. No products were returned or replaced.